Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305535. Batch # 2136739. It was reported that the bd syringe allergy 1/2ml w/ndl 27x1/2 rb needle was broken. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. 305535 lot 2136739. Needle broke off after the hcw drew up the extract, no patient impact. Samples available for investigation. Replacement.

Manufacturer narrative:
Investigation summary: 33 unused needle trays were received and tested by our quality team with the customer's complaint of a broken needle. All 825 needles were tested by bending and pulling on needle and no issues were found. Without further information like the affected sample the complaint cannot be verified and the root cause remains unknown.

Event description:
Samples received.